Event description:
It was reported that a patient (pt) had a break in aseptic technique, which caused bacterial peritonitis. On and unreported date, the pt experienced an unspecified break in aseptic technique, further described as the pt has a lot of animals that sleep with the pt at night. Subsequently, the pt experienced peritonitis and was hospitalized on the same day for the event. It was unknown if the pt received antibiotics as treatment for the peritonitis. Six days after being hospitalized, the patient¿s pd catheter was removed, dianeal therapy was discontinued, and the pt began hemodialysis (hd). Fourteen days after being admitted to the hospital, the pt was recovered from the peritonitis and was discharged on the same date. At the time of this report, hd therapy remains ongoing and will continue for an unknown duration. Once the pd therapy is resumed, the pt will be re-educated regarding proper aseptic technique practices. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.